Event description:
A home patient contacted baxter's technical service center regarding a "reload set 201" message that appeared on the display of the home patient's homechoice machine during the prime prior to their automated peritoneal dialysis therapy. Reportedly, the home patient had their transfer set connected to the patient line of the homechoice set with both clamps closed at the time of the call. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incient, per the home patient.